Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and no capture were noted when placing the leadless implantable pulse generator (ipg). When attempting to recover the device the physician had difficulty aligning the retrieval cone and device. Subsequently the cup would not advance over the device. There was an unusually strong fixation when attempting to pull the device loose. An alternate leadless ipg was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Fdc: 71 fdr: 213 fdm: 10, 23, 26, 38. Product ID: mc1vr01-delsys product event summary: the full delivery system was returned, analyzed. The analysis indicated that there is braided mesh exposed on the shaft near the proximal end of the device cup. The shaft of the delivery system was mechanically bent shaft, and was mechanically kinked/buckled. The sheath of the delivery system was damaged. Analyst noted that the complete delivery system was received with the device intact in the device cup. Visual inspection of the shaft shows there is braided mesh exposed on the shaft near the proximal end of the device cup. Visual inspection of the shaft also had shown a kinked/buckled area 5cm from the distal end of the delivery system. Visual inspection shows that there was damage on the edge of the device cup. Inspection of the deployment function of the delivery system shows that the inner shaft is bent. Fdc: 77 fdr: 180 fdm: 10, 23, 26, 38. If information is provided in the future, a supplemental report will be issued.